Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that they put a battery in and did not came on. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. Customer stated the insulin pump had cracks where the reservoir goes in and was able to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed. Displacement test, self test, off no power test and all operating current test.